Manufacturer narrative:
(B)(4). The complaint devices are currently en-route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the swivel connector elbow of three rt046 non-vented hospital full face masks came off. One unit was used for 12 hours. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two complaint rt046 non-vented hospital full face masks were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation, where the units were visually inspected. The third complaint device was already discarded by the customer and was therefore not available for investigation. Results: visual inspection of the returned complaint masks revealed that the elbows of both masks were separated from their retainer at the welding joint. Welding marks were found all around the retainer and elbow. In addition, one mask showed a delamination of one of the headgear straps. Conclusion: we were unable to determine the cause of the reported event that the welding joint between the elbow and retainer broke. All assembled rt046 non-vented hospital full face masks are 100% leak tested, and those that fail are rejected. In addition, a sampling for pull test is conducted. The subject full face mask would have met the required specifications at the time of production. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 non-vented hospital full face mask. It also states the following: ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death. The rt046 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place.

Event description:
A healthcare facility in japan reported via a distributor that the swivel connector elbow of three rt046 non-vented hospital full face masks came off. One unit was used for 12 hours. No patient consequence was reported.